Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for low blood glucose on (B)(6) 2014. Customer's blood glucose when hospitalized was 17 mg/dl. He was in an accident and he was driving. Customer was unresponsive in the ambulance until the paramedics treated him with glucagon. His blood sugar would not stay above 50 mg/dl. This morning customer was at the hospital and called for assistance programming his replacement insulin pump. Customer's blood glucose was 390 mg/dl. He declined troubleshooting for high blood glucose. Nothing further reported.